Manufacturer narrative:
The previous MDR was submitted by wce under manufacturer report reference# 3002808486-2019-00764. Additional information provided determined that this device was manufactured by cinc. With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Occupation: non-healthcare professional. (B)(4). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Tilt and vena cava (vc) perforation. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via a common femoral vein due to extensive deep vein thrombosis (dvt)/pulmonary embolism (pe). Patient is alleging tilt and vena cava perforation. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2018, ¿an inferior vena cava filter is present, with the upper aspect of the filter at the level of the lowest renal vein which is the right renal vein. It is in satisfactory position. Three of the struts of the filter are seen immediately adjacent to the outside of the walls of the inferior vena cava. The anteromedial strut abuts the aorta and has some subtle adjacent stranding.¿